Event description:
It was reported that the patient's mother was concerned because the patient was experiencing more seizures. It was reported that the patient was scheduled for follow-up in three months. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.